Event description:
Physician called today to report that his patient is experiencing growth of the aneurysm sac of unknown origin. CT (no contrast) has not shown endoleak. Patient does have renal insufficiency; at this point, physician does not feel it is related to the graft. Physician is considering performance of an mra (magnetic resonance angiogram) in hopes of identifying the cause of the sac grow.

Manufacturer narrative:
Physician was faxed information regarding the ancure endograft and MRI since the MFR utilizes same magnetic resonance technology.